Manufacturer narrative:
Concomitant medical products: truliant femoral component (cat# 02-020-11-0245). Tibial tray (cat# 02-022-45-4545). Patella (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately one-year post tka, the (B)(6), male patient experienced a global laxity. Patient was seen in clinic (B)(6) 2021 for complaints of knee lock, increase in pain, weakness, swelling and giving way in left knee with hinged knee cage brace placed for extra support. Patient was seen (B)(6) 2021 in a trupull brace with some improvement. Patient to be scheduled for a polyethylene exchange for global laxity. The event is not related to the device but definitely related to the procedure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.